Event description:
The physician notified the manufacturer of his observation of what he described as a cyst or growth on the anterior surface of an implanted intraocular lens. The unidentified growth was aspirated during a secondary procedure into a container of balanced salt solution and returned to the manufacturer for analysis. The intraocular lens remains implanted.